Manufacturer narrative:
There was no injury reported with this event. Use of the envisio navigation system requires the use of x-ray riser stands on the surgical bed. For patient comfort, the envisio navigation systems include a patient pad transition cushion which is intended to fit between the risers on both the back and seat sections of the surgical bed. When the back portion of the skytron bed (model series 3600, 6500, 6600 and 6700) is inclined greater than 40 degrees in the vertical position, the envisio patient pad transition cushion is compressed between the risers. This compression may result in enough back-pressure to force disassociation of the back section of some skytron beds.

Event description:
During a case which was setup with the envisio navigation system, it was reported that the skytron 6702 or bed was inclined to a near vertical position. As the back section of the or bed inclined a component of the envisio navigation system, the envisio patient pad transition pad was compressed between the x-ray risers on the back and seat sections of the or bed. The compression of the patient pad transition cushion caused sufficient back pressure to cause the back portion of the skytron or bed became disassociated from the bed frame. There was no reported patient injury resulting from this event. Elucent is filing this report due to the potential for injury.